Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coils'), device dislocation ('coil were migrating into my uterus'), pelvic pain ('did you take pain pills like I did/labor pains') and cervix carcinoma ('cervical cancer') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required) and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (lavh with tube removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and cervix carcinoma outcome was unknown. The reporter considered cervix carcinoma, device breakage, device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 5, 6 and 7 processed together. Social media received- new event coil were migrating into uterus, broken coils, cervical cancer was added. Essure insertion and removal dates added. On 20-mar-2020: fu 5, 6 and 7 processed together. No new information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('did you take pain pills like I did') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (complete hysterectomy with bilateral salpingectomy for removal of essure coils). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coils'), device dislocation ('coil were migrating into my uterus') and pelvic pain ('did you take pain pills like I did/labor pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required) and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with surgery (lavh with tube removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and cervix carcinoma outcome was unknown. The reporter considered cervix carcinoma, device breakage, device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain and device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('did you take pain pills like I did') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.